Event description:
Customer stated "ruptured". Reference repair order #(B)(4). Reference: (B)(4).

Manufacturer narrative:
Ref: (B)(4). Investigation: x-inspect returned samples. Analysis and findings: distribution history: this complaint unit was manufactured at csi on 9/17/12 under wo #134440 and shipped on 10/18/12. Manufacturing record review: a review of the device history record could not be performed as the record could not be located at the time of this investigation. However, it should be noted at the time of manufacture records from each lot are thoroughly reviewed to ensure that products are released meeting all coopersurgical quality release specifications. Should the device history record be located going forward, it will be reviewed and this complaint amended accordingly. Incoming inspection review: n/a. Service history record : this unit was returned 9/20/13 (log 72159) for unconfirmed blown tube, 10/30/13 (log 72597) for a torn tube, 10/7/14 (log 76310) for moisture exposure, and on 9/2/15 (log 79824) for a torn tube. Historical complaint review: a review of the attached 2-year complaint history showed similar reported complaint conditions. A 'torn' description is akin to a 'blown' complaint description. Product receipt: the complaint unit was returned on a repair. However, based on log 91628, this unit was at csi on 3/28/19. Visual evaluation: visual examination of the complaint unit revealed physical damage. Functional evaluation: complaint unit was functionally evaluated and found not to function properly. Service & repair confirmed the complaint unit was damaged again. This would be the third occurrence for this same customer. This type of damage typically is caused by blockage of the exhaust from pinching the tube. Careless handling. Root cause : the root cause for this complaint condition is being attributed to end user error. Corrective actions: correction and/or corrective action. The unit was repaired, tested and returned to the customer at a charge. Coopersurgical will continue to monitor this complaint condition for trends. No further corrective action is necessary. No further training required at this time. Was the complaint confirmed? Yes. Preventative action activity: coopersurgical will continue to monitor this complaint condition for any trends.

Manufacturer narrative:
Coopersurgical is currently evaluating the device and investigating the reported condition . A supplemental report will be filed once the evaluation and investigation are completed. (B)(4).

Event description:
Customer stated "ruptured". Reference repair order # (B)(4). (B)(4).